Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call display anomaly. Customer's blood glucose level was unknown. Troubleshooting for display anomaly was performed. Customer advised the display flashed white and had constant tone. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up after battery installation. No solid white display was noted. However, insulin pump was received with an unexpected white flashing display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. We were unable to perform the self test, displacement test, rewind test, prime and seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test. In addition, we were unable verify missing segments and partial display due to display anomaly. The insulin pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.